Manufacturer narrative:
Patient information: unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted vertically a 12.6mm vticmo12.6, -16.0/3.0/177 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced horizontally with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.